Manufacturer narrative:
A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively established during this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until (B)(6) 2019 when the patient ultimately received a pump exchange, regulatory report number MDR-2019-34459. The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding.

Event description:
It was reported that the patient was admitted with anemia requiring packed red blood cells (prbc) infusion. Esophagogastroduodenoscopy (egd) revealed no active bleeding. The patient admitted off all anti-coagulants and will remain with this.